Event description:
The company was notified that the patient's device was explanted due to a problem with wound healing. The patient developed an infection at the cicatrice. The patient's device was explanted. The patient has been reimplanted. The patient is being monitored.